Event description:
It was reported that a motor stall occurred 2 years after the patient was on a flight. The healthcare provider (hcp) stated ¿so then that tells me the pump probably wasn¿t really functioning that well or there was a weakness in the pump¿. No further information was provided on this event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).